Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was corrosion on the outer and inner diameter of the collet head and in between the collet finger slots. This corrosion can cause a pin to stick in device. The corrosion was likely caused by improper cleaning and sterilization of product.

Event description:
It was reported that the pin was sticking in the device. There was no pt involvement and no allegation of adverse consequences associated with this event.